Event description:
A pt was treated on 4/15/97 in the nasolabial folds. On 4/16/97, pt complained of swelling without redness at the treatment sites. Physician prescribed topical application of ice and aquanil lotion. On 5/12/97, pt returned to the physician's office and presented with redness at the treatment sites and cheeks. Tthe physician diagnosed a hypersensitivity to collagen and prescribed oral benadryl and motrin.